Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, four heartstring iii devices failed to load. A fifth replacement device was used to complete the procedure. The hospital did not report any patient effects. Three devices were reported to be of lot # 25047417 and one device of lot # 25049262. Refer to MFR report #s 224235-2012-00342, 224235-2013-01377, and 224235-2013-01378 for the related reports.

Manufacturer narrative:
The heartstring iii device was returned to the factory for evaluation. The device showed no signs of clinical usage or evidence of blood. The delivery device was returned outside of the loading device. The green slide lock and white plunger were depressed on the delivery device. The tension spring assembly was inside the delivery device tube while the seal was extended outside, still anchored to the tension spring assembly. The seal was cracked along the first ring from the edge. Based upon the evaluation results, the reported complaint was confirmed for failure to load and cracked seal. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. While we cannot conclusively determine why the hospital experienced issues with loading the heartstring iii devices, an in-service training was conducted on (B)(4) 2012 with the customer to provide additional guidance on proper techniques for using the device. (B)(4).